Event description:
This is a report of a system error 2240 (air in tubing/line) alarm that occurred on the homechoice device during dwell 3 of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative assisted the patient with clearing alarm and ending therapy. The patient planned to complete therapy using manual exchanges. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.